Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of corrosion on auxiliary water inlet was traced to component failure. However, the most probable cause of foreign object at suction cylinder, air-water cylinder and channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object at suction cylinder, air-water cylinder and channel, also had a corrosion on auxiliary water inlet. There was no patient involvement.